Manufacturer narrative:
Actual event date is unknown.

Event description:
It was reported that patient was experiencing significant pain and discomfort after three months of convective radiofrequency water vapor thermal therapy the patient does not have an infection and the physician believes it is due to necrotic tissue.

Manufacturer narrative:
Actual event date is unknown. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that patient was experiencing significant pain and discomfort after three months of convective radiofrequency water vapor thermal therapy the patient does not have an infection and the physician believes it is due to necrotic tissue.